Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2015-08734 and 2134265-2015-08910. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with a coronary imaging catheter and a sled to perform automatic pullback. However, it was noted that the system froze while entering the patient's information. Then, the system was rebooted but froze again on the third or fourth pullback. No patient involvement.